Manufacturer narrative:
Due to lack of identification of samples (there is no lot number in the report), the evaluation cannot be performed.

Event description:
Needles were too small and had leakage.